Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Investigation is still in process.

Event description:
Complaint received regarding one ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown. Report states, "the bonded spiros leaking hazardous drug (cyclosporine)." There was a possibility of unprotected chemo exposure reported.